Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a ureteroscopic lithotripsy (ursl) procedure, the physician implanted a universa soft ureteral stent and discovered the portion of the stent in the bladder was cracked. The cracked stent was discovered with a cystoscope after it was implanted it into patient¿s ureter. The physician left the stent inside the patient¿s ureter and the procedure was completed. No adverse events have been reported as a result of the alleged malfunction.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. The complaint device was not returned for an evaluation. Ten unused devices from the same lot as the complaint device were returned by the customer. Without the complaint device, a device failure analysis was unable to be performed. A document based investigation was conducted including a review of complaint history, the device history record, and specifications. A review of the device history observed no non-conformances that would have caused or contributed to the reported failure mode. A review of complaint history records revealed only the two device; both associated with this customer compliant have been received against lot number 8955363. Visual examination of the returned unused stents did not show any manufacturing anomalies or damage. The tethers were placed correctly inside the stents. The ten returned devices met manufacturing specifications. The complaint device was not returned, 10 unused devices were returned and reviewed. The unused devices were reviewed and no manufacturing anomalies were observed. The definitive cause for the complaint could not be established. Per the quality engineering risk assessment, no additional risk mitigating activity is required at this time. Cook medical has notified the appropriate personnel and will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
There has been no new information received since the last report was submitted.